Manufacturer narrative:
The 358926 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The valve was leaking and the emergency slide clamp was used. Our service employee had to change the valve. Afterwards, the patient was referred to the clinic to get x-rays and to be able to exclude a pneumothorax.. On (B)(6) 2018: additional questions: did the patient have a pneumothorax, what intervention were required and what is the current patient status? On (B)(6) 2018: customer response received: could you please also find out if the patient did have a pneumothorax and if yes, what intervention were needed? Also the current. Status of the patient? Here I am waiting for the answer of our employee/patient. Is it common practice that ¿ewimed service employees change the valve¿? If necessary, our specially trained and experienced device specialists make the change under controlled conditions. Was is it performed at the patient¿s home? Yes, it¿s performed at home under exclusively sterile conditions. On (B)(6) 2018: additional customer response: no air or pneumothorax was detected.